Event description:
A user facility reported a burn and blistering of the area superior to the navel during a thermage flx treatment. It was reported that the patient was given a topical betamethasone sample to treat the burn. It was last reported that the patient is recovering, however, the possibility of any permanent damage or scarring remains unknown. No other treatments (besides the one reported) were performed in the same area where symptoms were reported. The patient has no history of aesthetic treatments. The highest energy used was 2mj, using the stamping method. The user facility confirmed using solta cryogen and approximately half of a container of unscented thermage coupling fluid to complete the treatment. The unused treatment tip was inspected prior to starting the procedure and reinspected every 10 pulses; no abnormalities were noted. Throughout the treatment, no system errors or anything out of the ordinary occurred. The patient was given an unknown dosage of vicodin and ativan to complete the procedure.

Manufacturer narrative:
The datalog file and treatment tip was returned for evaluation and it was determined that during the treatment, a max power delivered, a force before activation, and a tip force low error displayed once, also, an activation button timed out error displayed twice. No functional testing was performed on the treatment tip due to it being expired. However, the device passed visual inspection and the leak and thermistor testing. No dents, scratches, blemishes, or dielectric breakdown was observed. Based on the evaluation of the data, the handpiece and the system performed as expected. The investigation is underway.

Manufacturer narrative:
An evaluation of the treatment tip found no issues related to this event. When the system detects a condition that interrupts the treatment, a system error code is displayed. These system error codes provide an error code number and instructions for how to respond to the error. In the event of a system error, the user needs to intervene in order to proceed. Based on the evaluation of the data, the system and handpiece perform as expected. A review of the manufacturing records showed that all requirements were met. No nonconformities or anomalies were found related to this complaint when reviewing the device history record. The lot history, trend analysis, risk analysis and directions for use review were considered acceptable, with the product performing within anticipated rates. According to the thermage flx system user manual, burns are a known possible adverse patient reaction to thermage flx treatments. The procedure produces heating in the upper layers of the skin that may cause burns, subsequent blistering, and a small chance of scab formation. Application of topical steroidal or antibiotic preparations may be of benefit. In the rare instance of a burn that results in a scar, the scar will probably be very small and respond readily to removal with a laser device. Based on the available information, burns/blister are a known potential side effect of treatment. At this time, no corrective action is necessary.